Manufacturer narrative:
Final device analysis revealed: no anomaly found - normal device function.

Event description:
The manufacturer rec'd returned product from a funeral home. The date and cause of death were not reported. The returned pump was programmed to deliver a simple continuous infusion of morphine 25mg/ml at 1.192mg/day. Additional info has been requested from the pt's physician regarding the reported event, and a follow up report will be sent when new information is received.